Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy. It was reported that there was an over infusion of chemotherapy drugs. The volume to be infused was a 1068ml bag of doxorubicin, etoposide, and vincristine at a rate of 45ml/hr (24 hour infusion). The bag was emptied before the 24 hours; although there have been conflicting reports about when the infusion started/ended. It was also reported there was no patient injury.